Event description:
It was reported by the pt's representative that "pt underwent left total knee replacement surgery at the hospital in 1997." It is further alleged that, "in 2006 pt was found to have extensive osteolysis of the femur and the tibia due to deterioration and splintering of the polyethylene insert. Revision surgery was performed in 2007 at hospital.